Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 315 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned undeployed. Data obtained from the device showed that the device completed 45 first prime pulses and was then deactivated after the completion of first prime before second prime could be initiated. No damages or defects were observed that would have resulted in the device not deploying as intended. Abnormal rotational sensor errors were observed in the original data set. The device was connected to the master pdm for a rerun attempt. The pod was successfully paired with a pdm but failed to fully complete priming. Data obtained from the device generated an 0x5c alarm indicating the open count was too low at end of priming. Rotational sensor errors were not observed. A second, final attempt to rerun the device was conducted. During this final rerun, the device was successfully paired with a pdm, completed priming, and successfully delivered a 5u bolus. No rotational sensor errors or alarms were replicated during this rerun. During inspection of the commutator cap, contamination was observed. Based on multiple reruns of the device, it was determined that the observed contamination did not impact the devices functionality. It was determined that the reported event was due to the device being deactivated after the completion of first prime and not due to a failure of the device.